Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Date returned to manufacturer the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported during a procedure for spondylolisthesis at l4-l5 on (B)(6) 2018, the tip of the sport grip stardrive screwdriver shaft would not grasp the screw. Surgery was completed successfully with no delay and no adverse consequence to the patient. This report is for one (1) sport grip t25 stardrive shaft. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
DHR review was completed. DHR review: part number: 03.632.005, synthes lot number: 6657962, supplier lot number: 6657962, release to warehouse date: 13-sep-2011, supplier: na, manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Reviewing DHR shows that the affected lot was released after complete final inspection with no detected issues regarding manufacturing procedure. This screw driver was released in faultless condition in september 2011. Visual inspection shows that the tip of the screw driver is stripped. The torx shape shows signs of wear and tear. The edges are deformed / rounded as result of multiple uses during many years. As consequence of this wear and tear at the tip, the screw could no longer be grasped as intended. Therefore this complaint is confirmed. We classify this as normal wear and tear during long term in use. No product fault could be identified. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.